Event description:
It was reported that vns patient had lead revision surgery due to lead break. Additional information was received that high lead impedance result showed on system diagnostic test on (B)(6) 2016 during a visit required by patient's parents. It was reported that patient's parents wanted the device to be checked because patient was not feeling the stimulation from about a week prior to the visit of (B)(6) 2016. It was reported that patient was having seizures more frequently since they could not feel the stimulation; patient had tree epileptic seizures in a short period of time. It was reported that the seizures we first attributed to the outside temperature which was very high but when swiping the magnet during the third seizure the patient did not fell the stimulation anymore. X-rays were taken and did not show any obvious cause of the high impedance according to the physician. The x-rays dated (B)(6) 2016 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. Also part of the generator is not visible from the images and cannot be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. Review of manufacturing records confirmed all tests passed for the lead prior to distribution. It was reported that patient underwent lead revision on (B)(6) 2016 due to lead break. The generator was not replaced. The explanting facility discarded the explanted lead; therefore, no analysis can be performed.